Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving dilaudid (2 mg at 0.1 mg) and bupivacaine (8mg at 04. Mg) via an implantable infusion pump. It was reported that the patient experienced a lack of efficacy from the therapy. The catheter access port was unable to be aspirated from and a catheter revision was performed. The catheter was found to be kinked in the pump pocket. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The issue was reported as resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.